Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had infused 100ml of magnesium (dose, programmed amount and delivery rate unknown) however, the entire bag of medication was full after the infusion. The event happened during delivery. There was no known patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.